Event description:
It was reported that during an open gastrectomy, about four staples on the acral part of the staple line closest to the cut line of the resected tissue site were unformed when the device was used on the gastric body at the 1st firing. The locking lever was upper side and the staple height was blue. The target tissue was not so thick and the surgeon waited 10 seconds after clamping prior to the firing. The legs of unformed staples were cut and echelon 60 was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Malformed staples. The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. However, malformed staples were noted at distal end. It could not be determined what may have caused this condition. A batch record review was performed and no anomalies were found during the manufacturing process.